Event description:
The pump may have underinfused. A paclitaxel solution was to infuse over 24 hours at 25 ml/hr. After approx 30.5 hours after the start of the infusion, approx. 100 ml remained in the solution container. No pt injury resulted. The reporter commented that cause of the reported occurrence may have been from a larger volume of diluent being used than initially thought.